Manufacturer narrative:
Plant investigation: the actual device without original packaging was returned to the manufacturer from the customer and a physical evaluation was performed. During disinfection, a leak was found on the cassette film. The reported condition was confirmed. Visual inspection of the actual device was performed with a microscope and a tear was found at the cassette film was discovered. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler ,and underneath the cycler during step 9 of their pd end treatment. The nurse reported that the patient was receiving a fill complication encountered during an unknown phase of treatment. It is unknown at which point in therapy the leak may have begun. The nurse reported that the cause of the leak was the edge of one of the circles from the cassette had a tear. The fluid did come in contact with the cycler. The nurse was advised to discontinue the use of the patient¿s cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient stated that the leak occurred from the cassette door of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler, which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient is available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.